Event description:
It was reported that the customer had a full blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump was neither exposed to extreme temperature nor to direct sunlight. The customer stated that she will call the help line to complete the troubleshoot for full black screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)